Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted: 2013-(B)(6) 419378 lead, implanted: 2005-(B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency department with chest pain. It was noted that the right atrial (ra) lead exhibited possible oversensing and noise. The lead remains in use. No patient complications have been reported as a result of this event.